Event description:
During biomed testing the device displayed "defib fault 72" and an inappropriate dotted baseline. Complainant indicated that there was no patient involvement in the reported malfunction.